Event description:
A malfunction alarm was reported with malfunction code 12, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed that the malfunction code did not recur. Consequently, the customer was able to continue using the pump.